Manufacturer narrative:
(B)(4). Medical devices: dil cath: ikazuchi , guide wire: sion blue, xt-r, gaia next 1st, guide cath: hyperion, stent: xience xpedition. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification that was 100% stenosed. Dilatation was performed using a 2.5 x 15 mm rx trek balloon catheter when was resistance met with the lesion during advancement. The balloon catheter crossed the target lesion and when the balloon was inflated once to approximately 10 atmospheres, the balloon ruptured. A non-abbott balloon catheter was used to complete dilatation. The procedure was successfully completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.